Event description:
The customer reported two false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report addresses 2 of 2 test results. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a positive result. Pcr confirmation testing was performed on (B)(6) 2022 on an unknown sample and generated a negative results (CT values not provided). The customer stated the patient was symptomatic. The customer confirmed there was no patient harm, death or serious injury due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000. Please reference MFR report numbers: 1221359-2022-04086.